Manufacturer narrative:
Product event summary: intermittent device operation was additionally noted and analysis had also noted that the lower case was broken.

Event description:
The external pulse generator was returned as a trade-in/exchange and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed one incoming functional test. Incoming functional test failure was retested ten times and all passed. This device was included in that field action, returned product testing found the device did perform as described in the field action. (B)(4).